Event description:
Same case as MDR ID: 2134265-2012-01054. Reportable based on analysis completed on (B)(6) 2012. It was reported that during a percutaneous transluminal angioplasty treatment procedure, difficulty advancing a balloon catheter over a guide wire occurred. The 90% stenosed target lesion was located in a calcified and moderately tortuous left forearm shunt. A sterling es 4.0x20mm balloon catheter was unable to be advanced over the journey str 185cm guide wire. The guide wire was replaced with another same and the procedure was completed. No patient complications were reported and the patient's status is good. Returned product analysis revealed a tip of an unknown balloon catheter stuck on the guide wire.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint catheter was not returned, however, returned product analysis of the related guide wire revealed the following: returned product analysis revealed a tip of an unknown catheter was stuck on the guide wire 100cm from the tip. It could not be determined if the tip was from the related complaint device. Magnified and tactile inspection confirmed that the coating was uniform throughout the length of the wire with no evidence of any damage or irregularities. The stuck tip suggests that the catheter encountered resistance. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.